Event description:
Healthcare professional reported left side "exchange from textured to smooth implant due to the patient's concern with the product." Patient later reported "had more than 50 cc of seroma fluid buildup." Healthcare professional additionally reported very liquid/rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is not related to the device. Rupture-breast: broken device assessed as unidentified (tear) opening (shell thickness within specification). Seroma-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "exchange from textured to smooth implant due to the patient's concern with the product." Patient later reported "had more than 50 cc of seroma fluid buildup." Healthcare professional additionally reported very liquid/rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure,. Seroma, very liquid/rupture.